Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) resulting in an inappropriate shock to the patient. Reprogramming was completed to resolve the twos and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: 4076 implantable pacing lead (B)(6) 2009.